Event description:
It was reported that the ventilator generated technical error codes indicating control error and disabled valves. There was no patient harm. Manufacturer's ref. (B)(4).

Event description:
Manufacturer's ref # (B)(4).

Manufacturer narrative:
It was reported that the device had generated technical alarms, te10 and te12, referring to ventilation errors. Our field service engineer investigated the ventilator on-site. During troubleshooting the reported technical errors could not be reproduced but was found in device logs history. To address the reported issue, the control printed circuit board (pcb) was replaced, and software and configuration reloaded. After replacement and reloading, the device passed all calibration, functional, and safety tests and was returned to the customer for clinical use. The control pcb was returned for further investigation. The control pcb is a part of the subsystem breathing bre. The main responsibilities for control are patient treatment functions, that is, how to regulate the inspiratory and expiratory gas flow. Simulated use testing of the returned control pcb passed the pre-use check. No abnormal could be found during ventilation for 24 hours. After ventilation, the device passed another pre-use check. The visual inspection showed no significant abnormalities, apart from dust all over the pcb. Our conclusion is that the replaced part might be the cause of the reported generated technical alarms, te10 and te12. Though the root cause of why the technical alarms were generated has not been established by this investigation as the reported failure could not be reproduced. The UDI information is not available since the device was manufactured before 2015. A correction of field # d1 brand name, # d4 version or model #. D1 ¿ brand name ¿ previous brand name: servo-I. Corrected brand name: servo-I base unit. D4 ¿ version or model # - previous version or model #: servo-I. Corrected version or model #: 6487800.